Event description:
No additional information about the patient or event is available at this time.

Manufacturer narrative:
Investigation evaluation: reviews of complaint history, device history record, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The complaint was confirmed based on the customer¿s testimony. The cause of the event is unknown. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while preparing for treatment of post partum hemorrhage (pph) using a bakri tamponade balloon catheter, leaking was noted from a pinhole on the balloon material. Prior to patient contact, the operator tested the device integrity by inflating it with saline. This is when the leakage was observed. Another device was utilized immediately and hemostasis was achieved. No adverse effects to the patient have been reported as a result of this occurrence.